Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Root cause description: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined.

Event description:
It was reported that a cracked needle hub occurred during use with a syringe 1ml ll w/o dn. The following information was provided by the initial reporter, "on 1-aug-2019, the reporter made a request for a replacement of 1 vial of eylea. The reporter stated that after the dose of eylea was drawn up into a syringe and during priming of the injection needle, the physician noticed a crack at the hub of the syringe. As a result, the solution spilled out from the crack of the syringe."